Manufacturer narrative:
Patient identifier: patient identifier did not contain enough spaces. The complete ID is (B)(6). This report is being filed on an international product list 4j27, that has a similar us product distributed in the us, list 2p36. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect hiv ag/ab combo ((B)(6)) on ID (B)(6) that repeated architect hiv ag/ab combo (B)(6) and roche cobas (B)(6) (no unit of measure provided). No impact to patient management was reported. No race/ethnicity was provided.

Manufacturer narrative:
The event description describe event, updated patient testing provided. Evaulation is in process.

Event description:
Additional information was provided by the account: a new sample was obtained from the patient which generated viral load not detectable and western blot negative.

Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained kit of reagent lot number 94453li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. Furthermore, the controls gave reproduceable results with normal variance. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Additionally, a review for non-conformances, potential non-conformances and deviations associated with the affected reagent lot was performed with no occurrences identified. A review of the product labeling concluded that the issue is sufficiently addressed. No customer returns were available for evaluation. No product deficiency was identified.